Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the rep did an impedance check and found that the impedance values were not within range. Impedance was within range on electrodes 0-3, but was greater than 10,000 ohms on electrodes 4-7. The rep didn't know if the patient had one or two leads in the system. No symptoms were reported. The high impedance was discovered upon the rep performing the impedance check.

Manufacturer narrative:
Fdc code updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the patient was able to get a head MRI with no issues. No actions were taken in regard to the high impedance as the patient was receiving adequate therapy and has no symptoms.